Manufacturer narrative:
Concomitant medical products. Model: ddmb1d1, ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed (B)(6) infection. The implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.